Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from the x-ray that patient's right ventricular (rv) lead was dislodged. The lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from the x-ray that patient's right ventricular (rv) lead was dislodged. The lead was explanted and replaced. There were no patient consequences.